Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose level. Customer's blood glucose level was 414 mg/dl. It was also stated that customer did not complete troubleshooting for high blood glucose. It also referred to customer to the nearest emergency room for high blood glucose level which is 414 mg/dl. It also stated that customer received no delivery alarm during troubleshooting. The customer will not return device for analysis